Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, damaged tip of 14 fr esheath with resistance was reported. A trans aortic transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve was performed. The sheath was inserted into the patient without resistance. Resistance was encountered at the tip of the sheath during delivery system advancing, but the delivery system was able to be advanced. The valve was deployed. After removal of the sheath, damaged to the tip of the sheath was observed. No adverse event occurred. The device was discarded in the facility and will not be returned for evaluation. As per fu, the vessel was pre-dilated with 16 fr dilator. To resolve the resistance, the delivery system was pushed strong force. No other edwards device damaged. Postoperative clinical course was well. According to the physician, the root cause of the event was premature expansion of the esheath. After review of the photos provided, a tear to the distal tip of the esheath was confirmed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints for difficulty advancing through sheath and sheath distal tip torn were confirmed based on the provided imagery. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history were unable to be performed as no lot information was provided. A review of the IFU/training materials revealed no deficiencies. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, 'resistance was encountered at the tip of the sheath during delivery system advancing, but the delivery system was able to be advanced. The valve was deployed. After removal of the sheath, damaged tip of the sheath was observed ['] to resolve the resistance, the delivery system was pushed strong force.' The failure mode is characteristic of sheath tip tear events as described in pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. In addition, it was reported that high push forces were applied during system advancement through sheath, likely contributing to the torn tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or procedural factors (high push forces) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.